Manufacturer narrative:
PMA/510(k) # p100022/s027. This file was opened in response to the attached pmcf study, zilverpass ¿ 5 year report. This pr will capture complaints for ten study patients who received undetailed conservative treatment in belgium, four patients experienced occlusion and six patients experienced restenosis. This file is related to prs, (B)(4) (emdr # 3001845648-2023-00798), (B)(4) (emdr # 3001845648-2023-0079), (B)(4) (emdr # 3001845648-2023-00800), (B)(4) (emdr # 3001845648-2023-00801), (B)(4) (emdr # 3001845648-2023-00802), (B)(4) (emdr # 3001845648-2023-00803), (B)(4). Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. Instructions for use and/label: there is no evidence to suggest the user did not follow the IFU. It should be noted that occlusion and restenosis are listed as potential adverse effect in the device ifu0117. Potential adverse event that may occur include the following: allergic reaction to anticoagulant and or antithrombotic or contrast medium, allergic reaction to nickel, atheroembolization (blue toe syndrome), arterial aneurysm, arterial rupture, arterial thrombosis, arteriovenous fistula, death, dissection, embolism, fever, hematoma/hemorrhage, hypersensitivity reactions, infection, infection/abscess formation at access site, ischemia requiring intervention (bypass or amputation of toe, foot or leg), occlusion, pain/discomfort, pseudoaneurysm formation, renal failure, restenosis of the stented artery, stent embolization, stent malapposition, stent migration, stent fracture, vessel perforation or puncture, vessel spasm, worsened claudication/rest pain. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to pre-existing conditions of stenotic or occlusive de novo lesions located in the femoropopliteal arteries. As previously noted, occlusion and restenosis are listed as potential adverse effects in the device ifu0117. Restenosis of the stented artery is listed as a known potential adverse event within the IFU and is a common adverse event of endovascular procedures that can be caused by injury to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Occlusion is listed as a known potential adverse event within the IFU, previously noted. Nicotine abuse and hypercholesterolemia were noted in the information from the study as prominent risk factors seen in the study patients and are risk factors for developing occlusion and restenosis. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: for all complaints a recommended action will be to monitor for similar events. Summary of investigation: this file was opened in response to the attached pmcf study, zilverpass ¿ 5 year report. The cook zilver ptx drug-eluting stent versus bypass surgery for the treatment of femoropopliteal tasc c&d lesions. This pr will capture complaints for ten study patients requiring conservative treatment in belgium. Confirmed quantity of (B)(4) used. According to the initial reporter, the device was used in ten cases. Four patients experienced occlusion and six patients experienced restenosis. All ten patients received conservative treatment which was not detailed in the report. Investigation findings conclude a possible root cause of patients pre-existing conditions. Occlusion and restenosis are listed as known potential adverse effects in the device IFU. As noted in the report, hypercholesterolemia and nicotine abuse are listed as prominent risk factors, and are risk factors for developing occlusion and restenosis.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 10-may-2024.

Event description:
Zilverpass: the cook zilver ptx drug-eluting stent versus bypass surgery for the treatment of femoropopliteal tasc c&d lesions. Patients in the zilver ptx arm were treated by placement of the zilver ptx drug-eluting stent (cook), according to standard procedures based on the instructions for use. The only pre-treatment allowed prior to placement of the zilver ptx drug-eluting stent (cook) is standard pta. Diameter measurements must be performed of the healthy vessel proximal and distal to the previously stented area. Diameter selection of the zilver ptx drugeluting stent (cook) should result in minimal oversizing. The target lesion needed to be completely covered by using as few stents possible. Post-dilatation could be performed according to the instructions of use. A total of 220 study subjects were enrolled. Five sites in belgium, four sites in germany, two sites in italy and two sites in brazil. This complaint will capture events potentially occurring in belgium. The below summary of patients required conservative treatment: 4 patients had occlusion. 6 patient had restenosis. Each patient required conservative treatment which is not detailed in the report. Unknown conservative treatment. 35 patients female: 78 patients male; average age 70 years.

Manufacturer narrative:
PMA/510(k) #: p100022/s027. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.